Manufacturer narrative:
(B)(4). The customer's device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the interface pcb assembly, but further root cause could not be determined. The device was retained by physio-control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.